Event description:
It was reported by service report that the head-end was stuck in the full upright position, and it would not lower. It is unk if there was pt involvement or adverse consequences to report.

Manufacturer narrative:
Result: cpu board malfunction overdrove the head-end lift motor.